Event description:
The international philips field service engineer (fse) reported that the v60 battery does not hold the charge even when it is connected to the plug. Upon a follow up with the customer, it was reported that the device gave the message of low battery and then it turned off. The device will not turn on anymore. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the philips field service engineer (fse). It was found that the battery is over 5 years old. Despite replacing the power supply, the device will still not power on. A battery and power management board were ordered. The device is still pending repair.

Manufacturer narrative:
Initial reporter name and address: (B)(4).

Manufacturer narrative:
The philips international field service engineer (fse) then replaced the battery and found that there were no longer power problems. The battery was recharging regularly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The fse has reported that the ordered a power management board and a battery for the jobsite. The repairs are currently pending.